Event description:
Under sensing on the atrial lead on some egms. Atrial undersensing during detected event(s) does not appear to impact the device function or performance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).